Event description:
It is reported that the liner would not seat in the cup.

Manufacturer narrative:
Evaluation summary: as returned, the polar boss of the liner is damaged in a way that suggests that the liner was not properly aligned before impaction. The cup and locking ring were not returned for analysis. Damage to the retaining ring may also result in the inability to properly seat the liner. Operative notes are not provided. One or a combination of following factors may lead to the observed events: failure to ensure that screw heads are properly seated below surface of the shell may result in liner contacting the screw head and not getting assembled properly. Impaction may damage the locking ring resulting in assembly failure between shell and liner. Proper surgical technique not followed. Presence of soft tissue, third body debris etc on the shell periphery may obstruct the liner from seating properly. Misalignment of liner vertically and/or rotationally with respect to the shell (mal-positioned components). However, with the available information, the exact root cause of the observed event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. The returned device meets print specification where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.